Event description:
It was reported that the extravascular (ev) lead that was implanted approximately one year ago shows signs of hampered healing, with no signs for infection, in proximity to the xiphoid process. The ev-lead is noted to be very superficially beneath the skin, perforation is expected. The ev-lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the ev lead position was corrected locally to avoid mechanical stress to the skin as there was a localized pressure mark on the skin. It was further reported that the healing issue of the lead persisted, likely due to mechanical stress. There were strong hints that the patient manipulated the incision. A revision was performed due to perforation near the xiphoid process. Several attempts were made to correct the lead position near the xiphoid process. The ev implantable cardioverter defibrillator (ICD) moved from the original position to an upright position within the lower breast. It was noted that the sutures were ripped off. The ev-ICD pocket was corrected and both device sutures were renewed. The device was placed partially beneath the latissimus dorsi. An antibacterial absorbable envelope was used during the repositioning procedure. The lead perforation was cleaned and closed. It was noted that there no obvious signs of infection. The ev lead and ev-ICD remain in use and the system integrity was maintained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ev lead position was corrected locally to avoid mechanical stress to the skin as there was a localized pressure mark on the skin.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that 8 days after the explant procedure a repeat explant surgery occurred where there was complete explantation of the probe/ev-lead by gentle traction.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular (ev) lead that was implanted approximately one year ago shows signs of hampered healing, with no signs for infection, in proximity to the xiphoid process. The ev-lead is noted to be very superficially beneath the skin, perforation is expected. The ev-lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an interoperative deep wound swab revealed staphylococcus epidermidis and there were infected wound conditions around the ICD leads after surgery below the sternum. Additionally, the subxiphoid had wound dehiscence with leakage of lymphatic fluid.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the extravascular (ev) lead was partially explanted due to the seeping scar under the xiphoid. It was noted that explant was attempted in the cath lab setting and the extravascular implantable cardioverter defibrillator (ev-ICD) was explanted, however the distal portion of the ev lead had grown together with a substernal structure and could not be mobilized. The excess lead was cut accordingly. The patient was fitted with a lifevest until further steps could be discussed with the patient.

Event description:
It was further reported by the clinical site that no erosion was observed. Infection was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.